Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing ¿ atp followed by inappropriate shock due to atrial fibrillation and a rapid ventricular rate. Review of the electrograms revealed, the implantable cardioverter defibrillator classified the atrial fibrillation as supraventricular tachycardia - svt and then diagnosed it as ventricular tachycardia ¿ vt. The device was reprogrammed. The patient was in stable condition post event.